Event description:
It is reported that the surgeon could not insert the 9mm articular surface properly. He completed the surgery using a 10mm size surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.